Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
A consumer reported that their philips one power toothbrush caught fire while charging. No injury was reported. Minor property damage was reported.

Event description:
The customer reported that the toothbrush tb melted while charging and started a small fire. This is a known issue which has been addressed by philips oral health care and a design change has been implemented. The device was returned and the root cause has been addressed and executed through design change. Therefore this device will not be evaluated.

Manufacturer narrative:
The customer reported that the toothbrush tb melted while charging and started a small fire. This is a known issue which has been addressed by philips oral health care and a design change has been implemented. The device was returned and the root cause has been addressed and executed through design change. Therefore this device will not be evaluated.